Event description:
It is reported, the pt was apprised of the recall on (B)(6) 2012 during her 6 month check-up. Blood labs were completed at that time. The pt states that she began having pain in the front of the upper part of the left thigh on (B)(6) 2012. The pain is not constant and is associated with certain movements. The base of the implant scar is tender when pressure is applied. The pt has problems sleeping on the left side because of a throbbing pain which she describes as an overall ache. The pt says the thigh and hip hurt when she puts weight on it and that she recently developed a limp. The pt was examined by her surgeon on (B)(6) 2012. An MRI is scheduled for (B)(6) 2012.

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional info will be reported in a supplemental report.